Event description:
It was reported that the patient had his abg ii modular stem removed and replaced with an abg ii monolithic stem.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-410, lot # g2979432, description: abgii modular short neck. Cat # 623-00-36f, lot # nmhmme, description: trident 0 x3 insert 36mm ID. Cat # 6570-0-236, lot # 28013901, description: delta v-40 ceramic head 36/+5. Cat # 542-11-56f, lot # 6ttmtd, description: trident psl ha cluster 56mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.